Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she had an infection in (B)(6) 2019. The patient was in the hospital for 6 weeks and was on an IV. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 977c165 lot# serial# (B)(6), implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the ins was removed; it was working ok but the battery pack had become infected. Patient reported due to this it burrowed a hole through their back. Patient stated the whole occurred where the paddle begins because patient stated it was a paddle stimulator. Pt reported she had the ins implanted "under very bad circumstances" and reported she "never was anesthetized correctly and it was extremely painful". Pt reported she screamed for 2 hours for the hcp to stop and he never did. Pt stated the hcp put in a two wire medtronic lead and stated one of the leads "wrapped around, or went near my floating rib or something" and stated it was causing her "so much pain". Pt stated they did an x-ray due to this and identified the lead was not where it should be. Pt stated the hcp transferred pt's care over to another hcp. Pt stated the new hcp changed the two wire leads over to a paddle that connected to the same ins. Pt stated "then it worked for a bit with little adjustments here and there". Pt stated it "worked pretty good, never perfect". Pt stated that her ins battery "only lasted like three years" and pt's reason for call was to inquire if there have been other complaints similar to this. Patient services (pss) reviewed hcp can return ins for analysis. Pt stated ins and leads have all been explanted. Pt was difficult to follow and pss made best attempt to gather all relevant sr information. Pss sent email to drs to update. Pt then disconnected call so pss was unable to obtain any further event information/clarification.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ins was removed on (B)(6) 2020 by dr. (B)(6). When pt was transferred over, she repeated information already documented in this case. She said after they did an x-ray and saw lead migrated, dr. (B)(6) took over her care and implanted a paddle lead. She repeated that worked for a while until in (B)(6) 2019 she noticed a hole in her back and an infection. She said the doctor went in to clean out the superficial infection in her back and she was on IV meds for 6 weeks. Pt said the hole cleared up but then in (B)(6) 2020, she had another hole in her back and this time it burrowed right through her back. She said the infection was down in her battery. Pt was frustrated and upset that she only had ins in for 3 years before the battery was "corroded". She said she was expecting so much more from mdt since she heard such good things, and repeated ins worked until the end, but was never 100%, some days was a good 80%. Pt also mentioned she had scar after scar after scar and she's hurting from it, felt like it would've been easier on her to put a zipper in her back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.